Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Wit was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose was 180 mg/dl. It was explained to the customer that the false error alarm may be cause by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised to set the sensor glucose graph timeout two, four or six minutes and to avoid selecting none. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.